Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was inaccurate on the pump. The customer's blood glucose 159 mg/dl, cause was unknown. Customer corrected the time to address the issue.